Manufacturer narrative:
Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. Based on the report of olympus service operation repair center (sorc) , omsc surmised it might be occurred due to a fatigue by repeated manipulating. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that some wires of the composing the forceps elevator wire of this subject devise were cut and then risen at the unspecified timing. Olympus service operation repair center (sorc) checked the subject device and could duplicate the reported phenomenon at the incoming inspection for the repair. It was not provided the other detailed information. There was no patient injury associated with this report.